Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting noise and myopotential oversensing in the right ventricular (rv) lead channel. This ICD system remains in service. No adverse patient effects were reported.